Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined although the surgeon explained that the specimen was overlooked by the surgical staff.

Event description:
It was reported that after completion of a da vinci-assisted cholecystectomy procedure, the customer realized that the specimen was overlooked and had not been properly removed. The patient was still on the or table and had never left the room. The closed surgical port incisions were then reopened, insufflation was resumed, and the specimen was removed laparoscopically. The patient had no negative medical effects from this incident, and is recovering well.